Manufacturer narrative:
The product was not returned as it was discarded and there were no retains available for review. Review of the DHR confirmed that all product requirements were met prior to release. The correct drill bit was used per the buildsheet. Raw material lot gqj247601 was used in finished goods lot 25121901, and per the coc met all requirement, including material composition, visual and dimensional criteria, and hardness upon receipt. There was no evidence that the device failed to meet specifications and the report could not substantiated. The IFU for this device (pub470) was reviewed and determined to have sufficient instructions and warnings regarding the use of and risks associated with this device. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "surgeon was about to put the first anchor in the patient and the pa did the drilling, big part of the tip of the drill broke inside the patient and couldn't take it out. After the first anchor completely pulled out after inserting it, we tried drilling in another spot that had better bone. I noticed that the drill went straight in and out without any resistance so the tech took out the drill and noticed the tip was clearly snapped off. We took an xray after to see if it was inside the patient and it was. We tried seeing if we could find a tip to maybe remove it but it ended up being buried in bone so stayed there. Surgeon was very upset and just ended up putting in another anchor instead of 2 more."